Event description:
It was reported that pump battery life was not as good as before and customer needed to charge pump every other day. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting by technical support, no additional information was obtained, and no further action was required.